Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot#: v327760, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's ins was replaced due to a fall which tore/the lead came off and wasn¿t working. No further complications were reported.